Event description:
During a customer experience survey a patient reported having been previously on peritoneal dialysis (pd) which malfunctioned. The patient was hospitalized (date unknown) and went on hemodialysis. There were no recorded allegations that the malfunction occurred with fresenius products. Additionally, it is unknown if the patient was using fresenius products when this event occurred. Upon follow up the hemodialysis (hd) nurse confirmed the patient is on hemodialysis and has been on hemodialysis since (B)(6) 2020. The nurse stated the patient has not had any adverse effects from use of fresenius products while on hemodialysis. The nurse did not have a past medical history about the patient being on pd. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Through a customer experience survey, this patient reported having been previously on peritoneal dialysis (pd) which malfunctioned. The patient was hospitalized (date unknown) and went on hemodialysis. There were no recorded allegations that the malfunction occurred with fresenius products. Additionally, it is unknown if the patient was using fresenius products when this event occurred. No further information is available despite multiple due diligence attempts. Upon review of the available information, it has been determined there is no objective evidence that this event was associated with the use of a fresenius medical device(s) and/or product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a customer experience survey a patient reported having been previously on peritoneal dialysis (pd) which malfunctioned. The patient was hospitalized (date unknown) and went on hemodialysis. There were no recorded allegations that the malfunction occurred with fresenius products. Additionally, it is unknown if the patient was using fresenius products when this event occurred. Upon follow up the hemodialysis (hd) nurse confirmed the patient is on hemodialysis and has been on hemodialysis since (B)(6) 2020. The nurse stated the patient has not had any adverse effects from use of fresenius products while on hemodialysis. The nurse did not have a past medical history about the patient being on pd. Additional information was requested, however to date has not been provided.